Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual, electrical, and x-ray analysis was normal with no anomalies found. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: h6 investigation conclusion code should have been 67 - no problem detected. Not "4310 - cause cannot be traced to device" as submitted in the submitted in follow-up report 1. Analysis conclusion should have been - the product was returned and visual, electrical, and x-ray analysis was normal with no anomalies found. Not - "a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual, electrical, and x-ray analysis was normal with no anomalies found. The cause of infection could not be traced to the device". As submitted in follow-up report 1.

Event description:
Related manufacturer reference number: 2017865-2021-32560. Related manufacturer reference number: 2017865-2021-32643. It was reported that the patient presented with infection. The pacemaker was explanted, and later the right ventricular and right atrial leads were explanted. The patient was stable throughout.